Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation, and the reported event could not be confirmed. A review of the device history records for the reported batches did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Although there were no prior complaints for three of the four reported devices. A clinical analysis indicated that it was reported that after a thr procedure on (B)(6) 2018, the patient has undergone recurrent dislocations due to soft tissue laxity. For this reason, revision surgery was performed on (B)(6) 2020 and the stem was removed to gain access to the acetabulum (stem was well fixed, well-positioned) and replaced with a same-sized stem. All explanted implants have been discarded. No medical imaging or clinical documentation has been provided to confirm the recurrent dislocations. Without supporting medical documentation, a thorough medical assessment cannot be performed. In the event additional medical / clinical records are received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. The risk management file and instructions of use for the product were reviewed. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. If new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Be re-opened. We consider this investigation closed.

Event description:
It was reported that after a thr procedure, the patient has undergone recurrent dislocations due to soft tissue laxity. For this reason, revision surgery was performed and the stem was removed to gain access to the acetabulum (stem was well fixed, well-positioned) and replaced with a same-sized stem. All explanted implants have been discarded.